Manufacturer narrative:
The reported malfunction was observed and attributed to the ECG shield on the analog board. The shield was replaced and reassembled. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device would not convert the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent biomed testing, the device displayed a "check pads" message.